Manufacturer narrative:
The reported event was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to high impedance issue was observed on the lead. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.